Event description:
It was reported by service report that the bed had no electrical function. The ground plug on the power cord was missing. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.